Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event on (B)(6) 2025 where infusion set tubing hub was split. The blood glucose level of the patient was high which was treated by correction injection via multiple daily injections. Moreover, the infusion set was used for less than a day. The customer replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003492, in question was manufactured at the reynosa site. Device history record (DHR) review: packaging: the lot 6003492 was packaging according to the work instruction (wi) version 77, in the machine multivac 12, on 26/sep/2023, with a total of (B)(4) units. Assembly: the lot 3j03571 was assembled according to (wi) version 26 on-line inspection for assembly of quick set on 26/sep/2023, with a total of (B)(4) units. Gluing of tubing the lot 3j03522 was manufactured according to the (wi) version 39 in the gluing of tubing in the machine, mp04, mp05 & mp08 on 24/sep/2023, with a total of (B)(4) units. Reiew of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.